Event description:
The contact at the hospital reported that the enterprise stent (enf452812/10422723) did not advance smoothly through the proximal part of the prowler select plus microcatheter (details unknown). The surgeon removed both stent and microcatheter and used other new ones. There was a delay of 10 minutes to remove the stent but no reported patient impact. The device did not kink or bend at any time prior to the resistance/friction. The concomitant devices did not kink or bend at any time. When the device was removed from the patient there were no damages on any part of the device. An adequate continuous flush was maintained through the catheter. At the time of initial contact, the stent was available for return.

Manufacturer narrative:
Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time.